Event description:
Additional information received from the consumer reported that the patient's increased activity and just getting back to their daily routine led to the loss of bladder control at night and increased bowel incontinence. The loss of bladder control at night and increased bowel incontinence had not been resolved. Refer to manufacturer's report # 3004209178-2016-01026 for previous report of the patient's increased activity and getting back to their daily routine leading to the patient's issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that their bowel accidents had increased since the implant, and that to resolve the issue they had to turn stimulation off for a few days and turn it back on. The patient had visited their doctor on (B)(6) 2015 but they reported that no program change was made, so they were still having issues with bowel accidents. The patient stated that it "all caused me hemorrhoids." It was reported that the patient felt their hemorrhoids were a new issue relating to the device/therapy, stating that they thought they were due to "one of the leads stimulating the anus." Over active bladder (oab) was also described as a new symptom. The patient indicated that before the implant they had an underactive bladder and would have to strain and sometimes would have an accident but since the implant it would "ooze" without the patient knowing. It was noted that the patient turned their device off at night because it made them go to the bathroom more; they had been getting up three times per night since implant. They added that when they turned the implantable neurostimulator (ins) off they would go only once or not at all, but wh en they got up in the morning they would have to go directly to the bathroom or they would have an accident. It was noted that when the patient turned their stimulation off their symptoms of urgency would come back. It was stated that the hcp wanted the amplitude to be at 1.0 volt or more, but the patient was programmed to an amplitude of .5 volts. It was added that when they increased it to .6 volts they felt stimulation going down their leg. The patient stated that the "pulsation is nerve racking." The patient reported that they had uncomfortable stimulation sensations when moving in certain positions. The patient stated they had just had a program change. They reported that the hcp had told them that they may still need to catheterize. The reported symptoms were described as having a gradual onset. The patient reported that on (B)(6) 2015 they forgot to turn off stimulation at night, causing them to have two "#2's" and one "#1." When they had lunch the next day they experienced both urinary and bowel leakage. The patient indicated that they would probably have the device taken out because they did not feel as though they were better off with it. Additional information received reported that the patient had an x-ray and reprogramming done eleven days later for issues with the implant, but the results were not provided. The patient reported having had three reprogramming sessions, the most recent of which changed the frequency from 22 to 14 hz. The patient stated that program 4 specifically was ruled out as being too high/uncomfortable. Information omitted relating to 701032174 sensitive implant.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0upte, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had bowel accidents and had 7 yesterday. The patient didn't know when the feces came out until they felt it in their behind and it was paste. The issue started on (B)(6) 2015 and finally last night the patient had to turn the therapy off. The patient was on program 1 at 0.40v and it was at 0.60v when they left the hospital after implant on (B)(6) 2015. The patient already had 2 accidents this morning, although the amount that came out was less. The patient's hemorrhoids were irritated as a result of cleaning themselves. The patient was on program 3 and it gave them bowel accidents too. The patient had 3 to 4 accidents out of 10 days. The patient spoke with the manufacturer representative. Two weeks later, the patient didn't want to deal with bowel incontinence and was helped to turn the therapy off. The patient saw their health care provider (hcp) on (B)(6) 2015 and got new settings, but their urinary and bowel incontinence was still there. The patient could feel the stimulation press against their hemorrhoids, causing them to come out. The hcp told the patient the bowel incontinence was a pre-existing condition, but the patient didn't agree. They used to push against the bladder to urinate and that caused them to have bowel incontinence occasionally, but not to the current degree. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via a manufacturer representative reported that the patient's device was removed on (B)(6) 2015. The patient was not achieving proper symptom relief. Refer to manufacturer's report # 3004209178-2016-01026 for previous report of the device being removed.